Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. The test p-cap locks properly in the reservoir compartment noted. Device received with cracked retainer, scratched case, pillowing keypad overlay, missing display window cover and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose from (B)(6) 2019 (B)(6) 2020. The customer passed out due to low blood glucose. The customer treated low blood glucose value with food. The customer was shaking and sweating a lot. Customer did not use auto mode. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer report did not allege over delivery on insulin pump. The reservoir ring appeared cracked. Troubleshooting was performed for damage and noticed the reservoir did lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.